Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the buttons on the insulin pump were not allowing him to do anything on the device. Customer's blood glucose was 70 mg/dl, treated by eating a peanut butter sandwich. Customer was not sure if the device might have been the cause of his low. Customer was unable to clear the alarm. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.